Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On 02/08/2026, it was reported that the patient experienced an adverse event. The blood glucose was over a 1000 mg/dl. The patient experienced altered mental status and renal failure, acute kidney injury and electrolyte disturbances. The patient was admitted to the ICU and was treated with insulin drip and fluids. The patient was discharged on 02/11/2026. At the time of the report the patient was fine. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On 02/08/2026, it was reported that the patient experienced an adverse event. The blood glucose was over a 1000 mg/dl. The patient experienced altered mental status and renal failure, acute kidney injury and electrolyte disturbances. The patient was admitted to the ICU and was treated with insulin drip and fluids. The patient was discharged on (B)(6) 2026. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.